Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level was 400 mg/dl at the time of event. Customer¿s blood glucose value was 420 mg/dl at the time of call. Customer was treated with insulin pump for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleged insulin pump was under delivering because they had tried to deliver bolus but blood glucose level was not going down. Customer was using auto mode feature at the time of event. The insulin pump will not be returned for analysis.